Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the complete view of catheter along with product packaging. The lot and product information were matched and verified. Thread was noted to be separated from the catheter pigtail. Therefore, the investigation is confirmed for the reported thread break and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was reported that the sure loktm thread allegedly digressioned. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, it was reported that the sure loktm thread allegedly digressioned. The procedure was completed using another device. There was no patient contact.